Event description:
Customer reported a sample containing anti-e, -c, and -k did not react with resolve panel c lot rc329 (untreated cells.) No death or serious injury was associated with this incident.